Event description:
It was reported that a decrease in r-waves was observed. When the asymptomatic patient presented to the operating room for lead revision, microdislodgement was noted. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences noted. Normal patient follow-up will continue.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.